Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was most likely use related, a figure eight suture and angle matching was done to prevent the bleeding/oozing as per the clinical description.

Event description:
The user facility reported a 64-year-old male of unknown race in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient experienced oozing and developed a hematoma at their access site during impella cp support. A figure eight suture was initially placed to manage the oozing following implant, but the condition returned. The site was then managed with dressing changes and angle match dressings for the remainder of support.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿